Manufacturer narrative:
Correction: a2 (age at time of event), b3 (date of event), d4 (model #), h6 (annex a). Investigation evaluation: cook was notified that a kink was present on a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-16-56-zt) 1553 days (approximately four years) after placement. The patient underwent an endovascular aortic repair procedure (evar) on (B)(6) 2018 where the following cook devices were placed: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-30-125-zt). Zenith branch endovascular graft iliac bifurcation (rpn:zbis-10-61-58-ci), implanted on the left side. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt) implanted on the left side. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-24-56-zt) implanted on the right side. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-39-zt) implanted on the right side. Zilver 635 biliary self-expanding stent (zib6-125-12.0-60) placed in the left external iliac artery. Additional stents from other manufacturers were placed during the procedure. During the procedure there was extreme tortuosity of the external iliac artery (eia) and the common iliac artery (cia) which resulted in the zenith branch endovascular graft iliac bifurcation to be placed one centimeter superior to the internal iliac artery. The distal end of the side branch was at an approximate 10:00 clock position. The approximate clock position of the internal iliac artery (iia) was 7:30. The physician attempted to adjust the position of the zenith branch endovascular graft iliac bifurcation, but it did not easily respond. The physician felt further manipulation of the zenith branch endovascular graft iliac bifurcation would create further complications, so the device was left in the deployed position. All other devices were deployed without difficulty. A molding balloon was used without complications. The final angiography demonstrated all devices and associated vessels were patent and no kinks were present. The patient was discharged from the hospital one day post- procedure. Follow-up imaging performed on (B)(6) 2018, and (B)(6) 2019 all revealed patent and intact devices with no kink or endoleak as assessed by both the study site and the independent laboratory. A stent fracture in the cook zilver 635 biliary self-expanding stent (zib6-125-12.0-60) placed in the left external iliac artery was identified by the independent laboratory after the 22feb2019 imaging. Four years post index procedure (1553 days), a kink was identified in the left zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt). The patient did not undergo a secondary reintervention procedure. The kink in the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt) was not present at five years post procedure. The focus of this report is the kink in the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt) that was reported to be present in imaging completed 1553 days after the index evar. Reviews of documentation including the complaint history, drawing, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots did not reveal any non-conformances. A complaint history search did not identify any other complaints for this lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field imaging was provided for the investigation. The investigation reviewer noted the following: ¿findings: 1. Implantation angiography demonstrated implantation of a left zbis and a right tffb. Two right ipsilateral iliac legs were implanted in immediate succession with the second extending slightly more than a sealing stent length than the first. The first was likely a zsle-20 or 24-30 and the second a zsle-24-39. The first stent appeared to land shorter than desired. The only zsle-16-54 implanted was the left contralateral gate/zbis bridging stent. Two balloon expandable covered stents extended into the left iia. A self-expanding non-cook stent extended the left zbis seal into the mid distal left eia. 2. The zsle-16-54 acutely angled posterior on the six month and later timepoints. The angulation was less than 90 degrees. 3. Using the definition of acute angulation and 50% or greater lumen short axis narrowing a kink was just present (8.03 mm) on the 48-month study. The kink was not present at 60 months. The single observation of a kink amongst six similarly appearing ctas spanning 6 through 60 months indicates kink was not a trend but a transient finding related to greater inspiration depth on the 48-month scan. 4. The non-cook left eia fractured between one and six months but was stable afterwards. 5. Aneurysmal dilation of the right cia seal zone began at one year and continued though 60 months. Impression: 1. Transient zsle-16-56 kinking is confirmed. 2. The kink was the product of stable anatomy with modest variation. Since abdomen and pelvic cts are typically performed on an inspiration breath hold, the kink does not indicate a trend but rather a deeper breath hold. However, given the inferred motion, the kink is a site of repetitive stress.¿ cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: 4 warnings and precautions 4.1 general: patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up: zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. Theses sizing measurements are critical to the performance of the endovascular repair. Adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. Pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. Follow-up imaging should be carefully reviewed for narrowing within the graft leg. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques, and imaging. 4.3 pre-procedure measurement techniques and imaging: clinical experience indicates that contrast-enhanced spiral computed tomographic angiography (cta) with 3-d reconstruction is the strongly recommended imaging modality to accurately assess patient anatomy prior to treatment with the zenith spiral-z aaa iliac leg. If contrast-enhanced spiral cta with 3-d reconstruction is not available, the patient should be referred to a facility with these capabilities. Lengths: all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity, and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection: strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure: do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith spiral-z aaa iliac leg graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or in calcified or tortuous vessels. Fluoroscopy should be used during introduction and deployment to confirm proper operation of the delivery system component, proper placement of the graft, and desired procedural outcome. 5.2 potential adverse events: claudication (e.g., buttock, lower limb). Endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion surgical conversion to open repair. 7.1 individualization of treatment: additional considerations for patient selection include, but are not limited to: patient¿s age and life expectancy. Co-morbidities (e.g., cardiac, pulmonary, or renal insufficiency prior to surgery, morbid obesity). Patient¿s suitability for open surgical repair. Patient¿s anatomical suitability for endovascular repair. Patient¿s ability to tolerate general, regional, or local anesthesia. Iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath. Zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall). 8 patient counseling information: all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that the regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. Physicians must advise all patients that is important to seek prompt medical attention if they experience signs of limb occlusion, aneurysm enlargement or rupture. Signs of graft limb occlusion include pain in the hip(s) or leg(s) during walking or at rest or discoloration or coolness of the leg. Aneurysm rupture may be asymptomatic, but usually presents as: pain; numbness; weakness in the legs; any back, chest, abdominal or groin pain; dizziness; fainting; rapid heartbeat or sudden weakness. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture, and death (see section 5.1, observed adverse events and section 5.2, potential adverse events). The physician should complete the patient i.d. Card and give it to the patient so that he/she can carry it with him/her at all times. The patient should refer to the card anytime he/she visits additional health practitioners, particularly for any additional diagnostic procedures (e.g., MRI). 12 imaging guidelines and postoperative follow-up 12.1 general: the long-term performance of endovascular grafts with secondary endovascular intervention using additional components has not yet been established. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. Physicians should evaluate patients on an individual basis and prescribe follow-up relative to the needs and circumstances of each individual patient. The minimum requirement for patient follow-up (described in the instructions for use for the zenith aaa device that was used) should be maintained even in the absence of clinical symptoms (e.g., pain, numbness, weakness). Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the stent graft) should receive follow-up at more frequent intervals. The combination of contrast and non-contrast CT imaging provides information on aneurysm diameter change, endoleak, patency, tortuosity, progressive disease, fixation length and other morphological changes. Duplex ultrasound imaging may provide information on aneurysm diameter change, endoleak, patency, tortuosity, and progressive disease. In this circumstance, a non-contrast CT should be performed to use in conjunction with the ultrasound. Ultrasound may be a less reliable and sensitive diagnostic method compared to CT.¿ based on the information provided, no product returned, and the results of the investigation, a potential root cause has been traced to patient condition. The image reviewer stated, ¿the kink was the product of stable anatomy with modest variation. Since abdomen and pelvic cts are typically performed on an inspiration breath hold, the kink does not indicate a trend but rather a deeper breath hold. However, given the inferred motion, the kink is a site of repetitive stress. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
Cook incorporated was notified on a kink the zenith flex with spiral-z technology aaa endovascular graft iliac leg that occurred 1553 days post procedure. The patient underwent endovascular aortic repair (evar) on (B)(6) 2018 where the following cook devices were placed: zenith flex aaa endovascular graft bifurcated main body (rpn: tffb-30-125-zt) zenith branch endovascular graft iliac bifurcation (rpn:zbis-10-61-58-ci), implanted on the left side. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt) implanted on the left side. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-24-56-zt) implanted on the right side. Zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-39-zt) implanted on the right side. Zilver 635 biliary self-expanding stent (zib6-125-12.0-60) placed in the left external iliac artery. Additional stents from other manufacturers were placed during the procedure. During the procedure there was extreme tortuosity of the external iliac artery (eia) and the common iliac artery (cia) which resulted in the zenith branch endovascular graft iliac bifurcation to be placed one centimeter superiors to the internal iliac artery. The distal end of the side branch was at an approximate 10:00 clock position. The approximate clock position of the internal iliac artery (iia) was 7:30. The physician attempted to adjust the position of the zenith branch endovascular graft iliac bifurcation but it did not easily respond. The physician felt further manipulation of the zenith branch endovascular graft iliac bifurcation would create further complications, so the device was left in the deployed position. All other devices were deployed without difficulty. A molding balloon was used without complications. The final angiography demonstrated all devices and associated vessels were patent and no kinks were present. The patient was discharged from the hospital one day post- procedure. Follow-up imaging performed on (B)(6) 2018, and (B)(6) 2019 all revealed patent and intact devices with no kink or endoleak as assessed by both the study site and the independent laboratory. A stent fracture in the cook zilver 635 biliary self-expanding stent (zib6-125-12.0-60) placed in the left external iliac artery was identified by the independent laboratory after the (B)(6) 2019 imaging. Four years post index procedure (1553 days), a kink was identified in the left zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt). The patient did not undergo a secondary reintervention procedure. The kink in the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt) was not present at five years post procedure. The focus of this report is the zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-16-56-zt) that had a kink 1553 days post index procedure but did not undergo a secondary reintervention.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: the event occurred at (B)(6) hospital. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.